Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.

Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to close. The surgeon performed a laparotomy and manually sutured to complete the procedure. The hops has reported the pt's condition is satisfactory.